Event description:
The customer reported a clear fluid leak of approximately a half cup (0.5 c.) From the secondary mode probe of a coulter lh 500 hematology analyzer during startup. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the leak was due to the absence of vacuum at the probe rinse block and replaced the following items: a broken pinch valve (pv35) along with its mount, a cracked pinch valve (pv36) mount and the red striped (vacuum or vent) rinse tubing from the probe wipe to the quick disconnect (qd3) to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).